Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak. The device was found to have a "leak" during a fill adjustment when the dr removed less saline from the device than his notes indicated. Upon explant the leak was noted at the taper tubing portion of the port. The pt also reported they were feeling no restriction. The port was replaced.